Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the patient experienced diaphragmatic stimulation from the left ventricular lead. The lead was no longer used and a new lead was implanted. The patient tolerated the procedure well and recovered in stable condition.